Manufacturer narrative:
Event date is estimated. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02505. It was reported the patient's leads had migrated. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information received that the patient underwent surgical intervention in which the leads were repositioned on (B)(6) 2020. No products were implanted or explanted. Therapy was established post operation.